Event description:
The product was used during a laparoscopic hernia procedure. Reportedly, the staple did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.